Event description:
Treatment of an aneurysm. It was reported after the coil was implanted, the coil came back inside the catheter while withdrawing the pushwire. The entire system (catheter and coil) was removed from the patient. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the coil implant has been separated from the delivery system and stayed inside the catheter. No patient injury reported. (B)(4).